Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an inaccuracy. The surgeon performed registration and checked accuracy. The surgeon was satisfied with registration and proceeded to navigation. However, before navigation, the endoscopic tube was inserted into the patient. When the surgeon began navigating, he noted that several instruments were laterally off by 2mm or more. The representative attempted to add more points to registration. The accuracy improved marginally, but ultimately the surgeon proceeded with surgery with the inaccuracy. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: product ID: 9735670, (serial: (B)(6) ); implant date n/a; explant date n/a; product ID: 9735737, (unknown serial/lot); product type: 2543-mnav - system; implant date n/a; explant date n/a h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, there was insufficient information to determine whether a software anomaly contributed to the reported behavior since the logs and archives were not available. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.